Manufacturer narrative:
Lot 14861717: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent emergency treatment of a ruptured abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. Pre-operative imaging, showed evidence of a non-functional left renal artery. According to the report, the trunk-ipsilateral leg component was intentionally implanted covering the left renal artery. It was reported the procedure concluded with the implantation of two contralateral leg components on the right side and an additional contralateral leg component implanted on the patient¿s left side. At the conclusion of the procedure, the patient¿s blood pressure was reportedly stable, and the patient tolerated the procedure. On (B)(6) 2017, complete occlusion of the right leg, below the knee and distal to the contralateral leg component (plc161200j-most distal device), was reported. According to the report, thrombus accumulation within the gore devices was not reported. Later that same day, a thrombectomy was performed. Reportedly, perfusion to the right lower extremity was restored at completion of the thrombectomy, however, the right leg had become partially necrotic due to the occlusion. According to the report, function was not completely restored to the lower leg and the physician considered lower limb amputation. However, it was reported, limb amputation was not performed. The physician reported there was significant mural thrombus extending from the thoracic aorta to the abdominal aorta. According to the physician, the event is indicative of embolic showering caused by catheter manipulation during the endovascular aneurysm repair. Images showing the right side occlusion were requested but were not available.